Manufacturer narrative:
Device evaluation: rupture: one opening observed, on posterior side assessed, as fold flaw opening. Additional observations: creases were observed, wear abrasion observed, stress marks observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right rupture. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right rupture. The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture